Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007, 407652 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was header/connection issue on the device. The device was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.